Event description:
It was reported that the patient underwent a revision procedure due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00729, 0001825034-2022-00733, 0001825034-2022-00736.

Manufacturer narrative:
Upon receipt of additional information, it was determined zimmer biomet products were not revised. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it was determined zimmer biomet products were not revised. The initial report was forwarded in error and should be voided.